Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the sometimes the implant would charge up really nice and fast, but sometimes it would take quite a long time. The rep stated that they were seeing on the controller that they were getting excellent charging all the time. The rep told the caller that they would reach out to the healthcare professional (hcp) to see how long they want the patient to wait until they use the holster to see if that would help with the recharging time frame. The patient was to follow-up with a healthcare professional. The rep was to follow-up with the patient on the issue. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had not been on 'excellent' charge coupling at all times. The patient was educated on charge coupling and the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of patient sometimes taking a while to charge the ins was not determined. The actions taken for resolution was that patient would just continue to work with it and get more education. The information was confirmed by the healthcare professional. No further complications were reported.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the controller screen was not coming on at all. The rep then clarified that the programmer was not taking a charge. They reported they tried another outlet and that did not work. The rep reported the programmer was totally dead. Product services had the rep take the battery pack out and put it back in, resolving the blank screen. No symptoms were reported. Additional information was received from the manufacturer representative reporting that the cause of the blank screen, not taking charge and it being dead was not determined but patient took the battery out and put them back in which fixed the problem. No further complications were reported. Additional information was received from a consumer reporting that sometimes the implant charged quite good and sometimes it took forever to charge. No changes had been made to settings and no changes had been made to recharge speed. They thought the patient was on the fastest speed and it always showed excellent recharging quality. The patient usually started recharging at 30 or 40%. Sometimes it took 2 hours to charge and sometimes it took 1 hour to charge. It was confirmed that they charge to 100% and then it took 20 minutes to finish. When they turn the controller on, they feel the controller vibrate temporarily and it seems to work good and recharge faster but a lot of times they could not feel the controller vibrate and then it does not work as good and does not charge the implant as fast. They had taken the controller apart and back together. It worked better for a while and then the same old thing happened. The consumer was wondering if there was something wrong with the controller. A meeting with the manufacturer representative was scheduled for the next week or so. No further complications were reported.

Manufacturer narrative:
The previous report was submitted with an incorrect date of 2018-apr-17, correct date is 2019-apr-17. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. It was reported that it was taking the patient a long time to charge the ins. The caller said this was a newer issue for the patient and they previously were able to charge much more quickly. For example, on the day of the report, it took the patient about 2 hours to charge the ins from 30% to 100%. The caller said the patient already charged the ins to 100% prior to calling. The caller stated the charging quality did toggle between good and excellent but patient did their best to keep excellent charge quality. It was recommended that the patient contact patient services(ps) the next time they charged the ins in order to do more troubleshooting, access charging speeds etc. Ps reviewed expectations regarding charging duration depending on charging speed and quality. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.